Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-00364, manufacturer report number: 2017865-2020-00366. It was reported that the patient has deceased. The cause of death was unknown. There is no allegation from a healthcare professional that the death was device related. No additional information was reported.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.